Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open and 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. We have opened the closed pack received and the aluminum pouch was not stuck to the outer paper foil. Closed pack has been opened correctly. The open sample received has the first pack sealed to second pack in the 4th. Fourth sealing is displaced and the plastic film sticks to the aluminum foil. This plastic film broke when the pack was opened. This happened due to an accidental defect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an accidental and isolated problem. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil. A sterile withdrawal can not be guaranteed.